Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
An ophthalmologist reported that following an intraocular lens (iol) implant procedure, a patient experienced blurry vision. Objects appear big, small or blurry. The iol was exchanged. Additional information was provided by the surgeon, who reported that after the surgery the patient experienced a sense of discomfort, headache, nausea, dizziness, anisometropia and the eyes get tired. Approximately one year later, the iol was removed with no replacement and the symptoms improved. Cystoid macula edema was confirmed approximately one month after the iol was removed.

Manufacturer narrative:
Evaluation summary: the product was returned with solution dried on the lens. Both haptics are broken in the distal area. The optic is torn/split/cracked and cut into multiple pieces, typical of an insertion and removal. The optic has additional scrape marks near the cut areas. Power and resolution testing could not be conducted due to the extensive optic damage. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge, with a non-qualified handpiece, and a non-qualified viscoelastic. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. (B)(4).